Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During servicing, the monitor failed pulse testing. Upon evaluation, pin 5 of component u901 (quad micro power op amp) was shorted to pin 4. The cause of the pulse test failure is an incorrect output and reading of the pulse voltage. The cause of the incorrect output and reading is the shorted u901 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective components. The last pt to use this monitor did not report any deficiencies.